Manufacturer narrative:
B5- a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and significant reduction of iridocorneal angles. In addition, it was reported that the surgeon, " found the iris cyst and cause dislocated lens position." The lens was explanted. H3 - device evaluation: lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H11 manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. In addition, it was reported that the surgeon, " found the iris cyst and cause dislocated lens position." The lens was explanted. The cause of the event was reported as unknown.